Event description:
Min july 2005 an employee slipped and fell in the birthing suite whle wearing cardinal shoe cover #4872a. The employee suffered a sprained wrist/knee from the incident. Per customer contact customer is not at liberty to discuss treatment, therapies or outcomes of staff members. Cardinal health made aware of incident in 08/05.